Event description:
It was reported that during an unknown procedure the clips crossed when fired. It was not known how the case was completed. No patient consequences were reported. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws and yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, five scissored clips were formed due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.